Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, it was reported by the patient's parent that the pediatric patient experienced inaccurate cgm values. Of note, the patient was using a tandem t:slim x2 pump at the time of the event. During the night, the patient's parent attempted to wake him and found him confused and significantly weak. The parent checked the cgm, which displayed a reading below 60 mg/dl. In response, the parent provided sugary foods and juice to increase the patient's glucose level. After several hours, although the exact duration was unknown, the cgm continued to display a reading below 60 mg/dl. The parent was unable to obtain a fsbg measurement because there were no test strips available. Due to the patient's persistent symptoms and low cgm readings, the parent contacted emergency medical services (ems). Upon arrival, ems personnel evaluated the patient and obtained a fsbg reading of 398 mg/dl, while the cgm was displaying an "urgent low" alert. Ems offered transport to the hospital; however, the parent declined. The paramedics advised the patient to rest, maintain hydration by drinking plenty of water, and continue monitoring his condition. No medications or treatments were administered by ems. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When ems arrived, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.